Manufacturer narrative:
(B)(6). Manufactured april 30, 2016- may 2, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photos show evidence of droplets of liquid inside the over pouch. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak into the over pouch. This occurred after filling with an unknown amount of flucloxacillin (dbl) 8000m in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.